Event description:
Patient was revised to address osteolysis and chronic infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: although reported as no device samples being returned, the devices were received for examination. Examination of the returned devices finds evidence to support a vertical placement of the acetabular cup. It is known that a mal-positioned cup can contribute to increases in the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Evidence is not found to suggest the cup was loose. The device examination has not identified product error. As previously stated there have been no previous reports against these product/lot combinations. Also previously, follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a, rev. A. No additional information was obtained. Examination of the returned devices has not identified a need for corrective action. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.